Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part:04.205.060s lot:255l476 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date:27 nov 2023 expiration date: 01 nov 2033. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.205.060 non-sterile lot # 8422p16 manufacturing site: werk selzach supplier: (B)(4). Release to warehouse date:26 oct 2023. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an orif with the locking screw for femoral fracture. During the surgery, the image showed that the screw tip protruded backwards into the bone. Although the surgeon tried to remove it, the screw head and the plate were fully locked and could not be removed. The surgeon used an air tome to remove it. The surgery was completed successfully within 30 minutes delay. According to the surgeon, the position of the plate was at the superior posterior. No further information is available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4.